Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported impact to blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen - unreadable issue was verified. Additionally, the alleged touch screen - cracked issue could not be verified; however, a different issue was identified.